Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from an (B)(6) non-healthcare professional. This case was cross referenced with cases - (B)(4) and (B)(4) (cluster cases). This case involves a pt (demographics not provided) whose had septic joint after receiving treatment with synvisc. No past drugs, medical history, concomitant medication concurrent conditions were reported. On an unk date, the pt started treatment with synvisc injection (route, dose,frequency, batch/lot number expiry date and indication: not provided). On an unk date, after receiving treatment with synvisc, the pt's joint became septic. It was reported that the physician performed the surgery to wash the knee out. Further reported, that the pt was currently fine. Action taken: unk. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention (surgery).

Manufacturer narrative:
Pharmacovigilance comment: (B)(6) company comment dated (B)(6) 2014: in this case, the causal role of synvisc cannot be excluded for the occurrence of the event of septic joint, however the lack of info regarding the underlying medical history and the concomitant medications used by the pt precludes the complete case assessment.